Manufacturer narrative:
Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 28 mg/dl. Cause of bg level was unknown; however, customer believes they might have over bolused. Additionally, customer was on a walk prior to the event. Bg was treated with sugar packets. Reportedly, customer left the ER an hour later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.